Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional components potentially involved in the event include: common device name: anchor, model: 1192, UDI: (B)(4) , serial: n/a, batch: 9144966.

Event description:
It was reported the patient experienced pain at the ipg site and anchor site. In turn, surgical intervention was undertaken the ipg and anchors were explanted and replaced to address the issue. Note : it is unknown which anchor is related to this issue.